Manufacturer narrative:
UDI: (B)(4). The field technician came to the site to repair the device. The results were confirmed. The field service technician determined that the system error was due to a faulty interface board. The technician replaced the interface board, reloaded software and completed the unit calibration and final testing. All tests passed. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid; the system error was due to a faulty interface board.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis because a technician came to the site to repair the device. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra representative reported that on (B)(6) 2019, the c7000 cusa clarity console was in use and during the procedure, it stopped working and the main screen showed an error code. The machine would not function after multiple attempts to turn it off and back on. Attempts were made to load the error file onto the usb but the system would not recognize that there was a usb plugged in. There was no patient injury/death alleged nor device was in contact with the patient. There was a delay of 30 minutes due to the product problem. Additional information was received on 13sept2019 stating that the delay of 30 minutes did not cause any patient adverse consequences. The procedure performed was a brain tumor removal. A second unit was available to complete the case.